Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload was received with the jaws opened, there was damage to the staple cartridge, the reload was fully fired, the laminates were bent and there was obstruction within the knife slot channel. There was no observed damage to the cutting edge of the knife blade. Functional testing noted that the reload interlock was tested and found to function properly. Cycling of the reload was precluded due to the observed damage. It was reported that staples were missing from the staple line after firing, the physical appearance of the product was different than expected and the tissue became stuck on the device. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device was applied over an obstruction. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, loose staples, or any other obstructions are incorporated into the instrument jaws. Do not fire over any obstructions. Firing over an obstruction may result in incomplete cutting action or improperly formed staples or the potential of the instrument jaws not opening after firing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic liver donor nephrectomy, upon the stapling of the artery from the kidney, the staple line was incomplete and had caught onto clip. The staple line was intact on one side of the divided arteries (kidney specimen side), whereas it was deficient of the patient renal artery stump side. There was an arterial bleeding and the patient had to be opened from a laparoscopic case to manage the bleeding and removing the kidney out.  There was a clip next to the area that being stapled;the top of the clip was visible on the screen prior to stapling but the back was not. When trying to remove the stapler, the clip was also being removed in the jaws of the reload. The knife blade was skewed due to catching onto something and a dent was seen in the stapler. When the knife blade was removed with tissue, a small plastic part was jammed between the jaws, causing the knife not able to go further. Blood loss was more than 500cc and surgical time was extended for more than 30 minutes.

Manufacturer narrative:
Concomitant medical products: sigphandle (sig power sigphandle handle, serial number: (B)(4); sigpshell (sig power sigpshell control shell, lot number: unknown); unk-sigadapt (unknown signia egia adapter, serial number: unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic liver donor nephrectomy, upon the stapling of the artery from the kidney, the staple line was incomplete and had caught onto clip. There was an arterial bleeding and the patient had to be opened from a laparoscopic case to manage the bleeding and removing the kidney out.  There was a clip next to the area that being stapled; the top of the clipwas visible on the screen prior to stapling but the back was not. When trying to remove the stapler, the clip was also being removed in the jaws of the reload. Based on the first image, the knife blade was skewed due to catching onto something and a dent was seen in the stapler. On the second image, when the knife blade was removed with tissue, a small plastic part was jammed between the jaws, causing the knife not able to go further. Blood loss was more than 500cc and surgical time was extended for more than 30 minutes.

Manufacturer narrative:
Correction: added rfr: prdapp. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: h3: evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload was received with the jaws opened, there was damage to the staple cartridge, the reload was fully fired, the laminates were bent and there was obstruction within the knife slot channel. There was no observed damage to the cutting edge of the knife blade. Functional testing noted that the reload interlock was tested and found to function properly. It was reported that staples were missing from the staple line after firing, an incision of more than 1 inch was needed resulting from product failure, operating room (or) time was extended by more than 30 minutes resulting from product failure, the physical appearance of the product was different than expected and the tissue became stuck on the device. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, loose staples, or any other obstructions are incorporated into the instrument jaws. Do not fire over any obstructions. Firing over an obstruction may result in incomplete cutting action or improperly formed staples or the potential of the instrument jaws not opening after firing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.